Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. This occurred after filling with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured october 4, 2017 - october 5, 2017. The device was received for evaluation. Visual inspection revealed white crystallized drug powder located at the untightened blue winged luer cap. A functional leak test was performed after the cap was tightened and no signs of leak was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.